Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8122560; the lot number was built on afa line 1 from 02may18 thru 08may18. Packaged on packaging line 8 from02may18 thru 08may18. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received 182 unused iag 20ga units in sealed packages from the catalog number 381834; lot number 8122560. 50 units were received in a dispenser and 132 units were received in a plastic bag. Visual/microscopic evaluation: observed there was no mechanical/physical damage to any of the components (spring, n needle hub, grips) or evidence of adhesive on the button or hub. Functional test (needle retraction) was performed: performed the hub twist test then depressed the buttons. The retractions were successful, no delayed reaction was observed. The defect needle retraction failure described in the incident report could not be confirmed or replicated with the returned units. Indeterminate - the returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned units. The actual unit described in the incident report was not returned for evaluation.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheters the safety mechanism has a delayed reaction.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheters the safety mechanism has a delayed reaction.